Manufacturer narrative:
D2b, d3: updated. H3 and h6 codes: updated. Two (2) samples were returned for evaluation. A review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection identified no signs of physical damage or other abnormalities. During functional testing, leakage was observed at the interface between the tubing and the female luer of the cassette. Further examination of the bonded joint revealed inconsistent solvent coverage at the tube-to-luer bond. This condition was observed in only one of the returned samples. Therefore, the complaint of leakage was confirmed. The root cause of the leakage could not be conclusively determined.

Event description:
It was reported that there was a leakage of liquid from the tube and connector connection. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.